Event description:
The foreign patient's mother contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Patient inserted sensor into arm and cgm device is being used on patient under 2 years of age. There was no report of injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(4) 2015 and confirmed the reported event of inaccurate blood glucose values. It is reported that the patient did not insert the sensor in an approved site according to the user's guide. It should be noted that the dexcom g4® platinum continuous glucose monitoring system states: sensor placement and insertion is not approved for sites other than the belly (abdomen). It is also reported that continuous glucose monitoring (cgm) device is being used on patient under 2 years of age. It should be noted that the dexcom g4® platinum continuous glucose monitoring system states: the dexcom g4 platinum (pediatric) continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages 2 to 17 years with diabetes.